Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of fungal peritonitis, which warranted hospitalization, antibiotic therapy, pd catheter removal, hd catheter placement, and the transition for modalities to hd. Per the pdrn, causality was attributed to an unspecified breach of aseptic technique. Fungal peritonitis is a critical complication of pd therapy, and frequently requires the removal of the pd catheter. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product deficiency, defect or malfunction caused or contributed to the patient¿s serious adverse events. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots for all liberty cycler sets shipped to the patient for the 3-month time frame which immediately preceded the event occurrence date. All lots have been sold and distributed. There were no non-conformances identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n (B)(4) was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service that a continuous cyclic peritoneal dialysis [cc(pd)] patient was diagnosed with fungal peritonitis and transitioned to hemodialysis (hd). Additional information was obtained through follow-up with the pdrn. The pdrn stated the patient was hospitalized for abdominal pain and was diagnosed with a peritoneal yeast (fungal) infection (organism not provided). Due to the severity of the infection, the patient¿s pd catheter (not a fresenius product) was removed, and a tunneled hd catheter (not a fresenius product) was surgically placed. The patient was treated with intravenous (IV) antifungals; however, the drugs, dosages, frequency, and durations were unknown. The patient underwent several hd treatments while hospitalized and has since been discharged (date not provided) in stable condition. The patient is recovering and tolerating outpatient hd therapy without issue. The pdrn stated the patient recently was added to the transplant list and will be undergoing hd until a transplant occurs. The pdrn attributed causality to a breach in aseptic technique by the patient; however, they could not provide specifics.